Event description:
Mesh exposure following use of pessary. Experiencing pain and discharge. Mesh excised and performed colpocliesis.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/11/2015.